Manufacturer narrative:
While no product is being returned, we still are gathering info from the end user. We will file a supplemental report when the investigation is completed.

Event description:
It was reported that "within 24 to 72 hours post operatively, following 3 to 5 hours of open heart surgery, the pt exhibited deep red area near the rectum and scrotum. He also exhibited tissue damage at the shoulder blades. There was not skin/tissue damage at the pad application site."